Manufacturer narrative:
Method: device has not been returned to moog yet. Upon receipt, a full investigation will be performed and a f/u report sent to FDA.

Event description:
Reported by the customer as: pt was not able to deliver dose. Didn't alarm when needed to. Patient injury: no.